Event description:
One endeavor sprint drug-eluting stent was implanted in the lcx. One endeavor drug-eluting stent was implanted in the lad. Approximately 24 months post stent implantation, the patient suffered an mi and stent thrombosis in the lad. The patient underwent ptca, thrombectomy and placement of a non medtronic stent in the lad.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction, thrombosis). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction, thrombosis). (B)(4).